Manufacturer narrative:
Continuation of d10: product ID 97740 lot# serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported their pt programmer couldn't turn on since today and they placed new aaa batteries into the pt programmer, but the batteries got really hot 30 minutes afterwards. Pt tried different aaa batteries and the pt programmer turned on, but turned back off. Patient services specialist (pss) helped the pt inspect the battery compartment, but no visible damage was detected. Pt confirmed the aaa batteries that were "hot" were "ultra alkaline" batteries. Pss had the pt insert regular alkaline batteries and the pt successfully connected the pt programmer to the ins. The troubleshooting steps that were taken on the call resolved the issue. Pss reviewed they had to use regular aaa alkaline batteries. Pss reviewed the external equipment was functioning as intended. Pss suggested the pt monitor their device and call back if necessary. Additional information was received from the patient (pt). It was reported that pt called back stating the controller was not powering on. Pt called last week and got new alkaline batteries. Pt used the new batteries yesterday and at first got a splash screen. Pt reported their back started hurting today and pt could not power on the programmer. Nothing was on the screen. The manufacturer's patient services specialist (pss) also reviewed pt could use the insr to turn stim on or off if needed until the programmer arrives. A replacement programmer was sent out.